Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain the ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned to address the pain at the ipg site. Therapy was restored post-op.